Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator did not perform as intended. Fi02 was 100 and gas flow was stable, the unit was barely oxygenating. *no known impact or consequence to patient. *product was not changed out (another oxygenator was added in parallel). *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 24, 2016. The actual device was returned for evaluation. Review of the device history records revealed no manufacturing issues. The sample was tested for its gas transfer performance and the product functioned as intended; therefore, this complaint is not confirmed. Based on the information provided in the pump record, the following factors could be the likely cause; the patient's blood was a type that is hard to be heparinized. This caused thrombus to form inside the oxygenator and contact of blood with the o2 gas was hampered, resulting in the deterioration in the gas transfer performance. Also, the sample that was used, was used on a patient with large bsa. The performance the fx15 can provide was insufficient for that patient. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.